Event description:
A surgeon reported to local authorities that the micro tip with plastic guard had a pink colored "foreign body/defect on the plastic", noted during surgery. It is unclear if the "foreign body/defect" entered and stayed in the eye. There was no harm reported.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).